Event description:
Device issue: migration of filter, entanglement of filter with the stent, folding and inversion of the stent. Time of device issue: during the procedure. Adverse event: none. It was reported via a trial that during a left common carotid artery stenting procedure, the emboshield nav 6 embolic protection system (epd) failed to cross the target lesion. A second nav 6 epd was placed successfully. After placement of an absolute pro stent, the epd was accidently pulled into the stent, entangling with the stent. The epd was pulled with force, folding and inverting the stent and then came loose from the stent. The epd was then removed, without issue, from the anatomy. The stent remained within the lesion and flow was good, so the stent was left alone. There was no adverse pt sequela reported. One day post procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: in this case, it appears that the difficulties encountered are a result of not maintaining proper distance between the filtration element and the newly deployed absolute pro stent post stent deployment. The emboshield nav6 instruction for use (IFU) provides the following precautions: "other interventional devices should not contact the filtration element. Maintain proper guiding catheter/sheath support in the common carotid artery throughout the procedure. Ensure that there is adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid engagement. The tip of an interventional device should not contact the filtration element. Failure to maintain adequate distance between the filtration element and the guide wire step could result in inadvertent filtration element movement and interventional device tip/filtration element entanglement and/or filtration element/stent entanglement if guide catheter or sheath prolapse occurs. During stent placement, 1.5 cm of vessel should be left between the distal margin of the stent and the filtration element". In addition, it was reported that after the filtration element had entangled with the absolute pro stent, force was applied to remove the filtration element, cause the stent to fold and invert. It should be noted that the emboshield nav 6 IFU also provides the following instruction when an entanglement with a stent occurs. "If the filtration element moves into the stented segment prior to retrieval, do not retrieve within the stent. Advance the rx retrieval catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in a un-stented portion of vessel. Retrieval can then proceed". As it was reported that the absolute pro was used in the left common carotid artery, it should be noted that the indication for use in the product instruction for use (IFU) indicates that, "the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree". A review of the finished device lot history records (lhr) did not reveal any nonconforming material records. Overall, the reported difficulties appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency.